Event description:
A monitor tech responded to a low oxygen saturation alarm of 54%. The ventilator circuit was found disconnected from the pt and the pt was cyanotic and gasping. The pt was manually ventilated with 100% oxygen, and once color improved was placed back on the ventilator. The ventilator alarmed disconnect, however nursing personnel did not sense the urgency of the ventilator alarm. The ventilator beeped five times, paused for 5 secs, and beeped again five times followed by the pause. Other ventilators at this institution alarm a continuous tone without interruption when there is a disconnect. Nursing has been educated about the alarm system, but still feel the alarm is not loud enough to obtain attention, and should be a continuous tone to alert the user.